Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. Exterior physical visual inspection: passed. Voltage measurement: failed. Share log review: signal loss was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.